Manufacturer narrative:
(Lens flipped in patient's eye) - evaluation: results - (other): visual inspection of the returned product found a small piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusion - (other): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The pt reported the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens flipped in the pt's eye. The surgeon attempted to right the lens but the lens would not unfold. The lens was removed with forceps within the same surgery, and the backup lens was implanted without incident, no incision enlargement or sutures. The reporter stated the lens was not damaged. The pt's prognosis is good, vision is good, no residual effects noted at one day post-op.